Event description:
It was reported that the arctic sun gel pads were damaged. As per the additional information the pad arrived was folded and they could not straighten the pad to use on a patient.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inappropriate package design. It was unknown whether the device had met specifications. The device was not used on a patient. The product was intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that arctic sun gel pads were damaged. As per the additional information the pad arrived folded and they couldn¿t straight it out to use on a patient.